Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the device in wrong position was determined to be patient movement related.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 36-year-old female with an indication for use of acute myocardial infarction with cardiogenic shock, pre-support clinical state consistent with scai shock stage a, was supported with an impella device implanted via right femoral arterial percutaneous access on (B)(6) 2026 at 14:30. On the morning of the event, after the registered nurse turned the patient, an alarm indicating the impella was positioned in the aorta was noted. The physician attempted bedside repositioning without success, and the patient was subsequently taken to the cardiac catheterization laboratory. Under fluoroscopic guidance, the impella catheter was observed to be folded over itself. Right brachial access was obtained, and a snare was used to engage the pigtail and straighten the device. Following successful straightening, the impella demonstrated normal appearance and was advanced across the aortic valve into an adequate position. Imaging was used to confirm pump position. No anatomical abnormalities were reported, CPR had not been performed prior to the positioning issue, and no complications occurred following repositioning. There were no further alarms. The device was not removed due to the failure mode, was not returned, and no product replacement was requested. A data download was required. The positioning issue was associated with patient movement during repositioning in bed. Wireless re-access was attempted, although impella is not intended for wireless re-access. The device was successfully weaned and explanted on (B)(6) 2026 at 13:40. The patient survived and was reported to be stable at explant.

Event description:
There were no kinks observed once repositioned. Unfortunately the impella is not available.

Manufacturer narrative:
B5 updated with additional information. D4 revised.